Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the pulse generator went into back-up during a firmware upgrade. The patient experienced pacemaker syndrome as a result of the back-up pacing. A device download was performed.